Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and resulted in 0 voltage. Data was provided for evaluation. Loss of connection was confirmed, however, the device operated within specification. The probable cause was determined to be no communication gap in logs. No additional event or patient information is available.